Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during startup, new o2 cell has been replaced, and o2 cell calibration is fine and flow sensor calibration is fine, but tightness calibration has failed, right now the system is not working, request you to please suggest further action. The log file and service copy is attached for your reference. No patient involvement.